Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the knob is broken on the sword, and it broke during routine use.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: the following sections were corrected: the complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned device was identified to have the knob disassembled from the main body, showed signs of wear and had stripped threads. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Per the instrument/provisional use and care package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. A definitive root cause could not be determined as the frequency and conditions of use are unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.